Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was returned for evaluation. Analysis of the data logs revealed a large occurrence of suction alarms but did not show low pump flow. Flows were as expected for the p level. Visual inspection of the device did not show any visual defects or abnormalities. Based on the clinical account, the root cause of the reported event was due to the pump was not successfully unloading the patient because of the patient's severeright ventricular dysfunction. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 59-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows. The physician mentioned they didn't believe the impella was successfully unloading the patient. Positioning was confirmed with fluoroscopy. The patient was noted to have severe right ventricular dysfunction. No further information was provided. There was no reported harm to the patient.